Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Investigation summary visual inspection: the t-handle with quick coupling (part # 311.44 lot # ft00101) was received at us cq. The front face of the coupling shows sings of normal wear as it is mildly scratched and nicked. No other visual defects were identified with the device functional test: functional testing showed that the sleeve can engage/toggle however it is difficult to move the sleeve. When the sleeve is fully engaged, it remains stuck/jammed in its most distal position. The sleeve does not move smoothly and is difficult to engage. The sleeve can be disengaged through an application of force. No mating devices were able for testing, however due to the sleeve remaining jammed when engaged, the complaint can be confirmed. Can the complaint be replicated with the returned device(s)? Yes; when the sleeve is engaged, it remains jammed in its most distal state. The sleeve is also difficult to toggle. Dimensional inspection: the device could not be disassembled so dimensional inspection of the internal components was not possible. The outer features of the coupling were measured instead. Drawing: no findings specified dimensions: shaft outer diameter = 8.5mm +/- 0.5mm shaft inner diameter = 4.55mm + 0.00mm / - 0.03mm measured dimensions: shaft outer diameter = 8.60mm; conforming shaft inner diameter = 4.52mm; conforming device(s) used: ca148p document/specification review: drawing(s) reviewed: (current & manufactured revisions) no findings manufacturing record evaluation: the received t-handle with quick coupling (part # 311.44 lot # ft00101) was manufactured at electronics america llc on 08-feb-2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Conclusion: the complaint was confirmed for the received t-handle with quick coupling (part # 311.44 lot # ft00101) as the device remains jammed when engaged. The sleeve can be disengaged through an application of force but this is not per design. The sleeve also does not move smoothly. Although no definitive root-cause can be determined, it possible that the device is poorly lubricated as evidenced by its difficulty moving, or an internal component has been damaged due to unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part # 311.44 synthese lot # ft00101 supplier lot # ft00101 release to warehouse date: 08 feb 2017, supplier: (B)(4). (B)(4) was generated for residue found inside canulation during function check. This non-conformance is not relevant to the complaint condition since all devices were reworked and passed inspection 25 jan 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a customer notified us that they have a couple of broken synthes instruments. Ball spike, straight. Reason: spike tip broken off. P/n: 03.100.018. S/n: (B)(4). T-handle, quick coupling. Reason: coupling sleeve stuck, cannot grab onto tap. P/n: 311.44. S/n: (B)(4). This report is for one (1) t-handle with quick coupling. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).